Event description:
Pt had failure of osteointegration of paragon microvent ii hydroxyapatite coated 3.5 mm x 13 mm implant.the implant was removed, bone grafted with resorbable hydroxyapatite and covered with a resorbable membrane. At time of uncovering implant and placement of abutment, implant rotated within the bone. The implant could not be removed without removing peri-implant bone. After implant was removed, the area was grafted with osteograf/n-300, and a "bio-gide" membrane placed over the graft material in hopes of generating new bone.